Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When the femoral stem (1570-01-110 lot j0189a) was opened the scrub nurse pulled off the hard plastic covering and the circulating nurse noticed a white residue on the normally clear hard plastic.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: examination of the returned device and packaging materials confirms the reported event. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot: j0189a. Device history batch: null. Device history review: DHR for part number 157001110 batch number j0189a was reviewed. No deviations or anomalies were found. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.